Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 438 mg/dl while wearing the pod between 25 and 36 hours on the arm. No specific treatment information was provided.

Event description:
It was reported by the prestataire to insulet that a patient experienced an ¿unexplained hyperglycemia¿ on (B)(6) 2024 while using omnipod dash system. The event occurred after approximately 24 to 36 hours of pod use. The pod had been applied to the arm. According to the prestataire, the patient¿s blood glucose level reached 438 mg/dl. Following a request for additional information, the prestataire confirmed that there were ¿no alarms¿ on the day of event. The prestataire also reported that the patient¿s blood glucose levels after the incident were 120 mg/dl and 125 mg/dl, and that there was no medical intervention or hospitalization. The prestataire also confirmed that blood glucose data from glooko xt or mydiabby were not available. No additional details regarding the sequence of events or the context in which the hyperglycemia occurred were provided. This case was originally reported via periodic summary reporting (psr) for unexplained high blood glucose levels for dash pod.

Manufacturer narrative:
Additional information b3 b5. Following return of the product for investigation, inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Insulet is unable to determine if any product condition could have contributed to the reported . Hyperglycaemia and therefore, insulet is unable to determine the root cause.